Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision procedure, a dissection of the vena cava occurred during lead extraction. A thoracotomy was performed. The patient's condition was stable post procedure.